Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had a revision on (B)(6) 2018 where they when back in, sewed down the ins and put a bladder sling back in (not alleged to be related to the device/therapy).  The patient stated the ins had not been laying correctly.